Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v475128, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient thought the implantable neurostimulator (ins) was not working. The patient had a gradual return of symptoms, leaking, and they had not felt stimulation for the last two weeks. When the patient tried to adjust stimulation a day prior to this report, they were not able to and they saw a picture of the ins and a battery on its side. The patient was very sure that they saw the ins that looked like a folder and then a battery because when they turned the patient programmer off and back on they saw the same picture. The patient believed the ins may be dead and their healthcare professional (hcp) told them that the ins should last about 10 years. The patient was concerned as it had only been about four years. The patient had no falls or trauma and they had contacted their hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.